Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on plavix and aspirin. The patient came in for their follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The patient also began to experience pain in arms and legs, and the implanting physician directed the patient to their primary care physician for pain management.